Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information.

Event description:
The customer reported that cbct (cone beam computed tomography) was not recorded in mosaiq.

Manufacturer narrative:
D3 updated: initial report submitted with an incorrect address. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that cbct (cone beam computed tomography) was not recorded in mosaiq. This issue would not result in patient harm and is not a safety issue. It was ascertained that image registration was performed and accepted before treatment, however a record of the cbct was not recorded in mosaiq, as truebeam (third party product) does not send back the CT record. Mosaiq would gather data and keep track of the cbct. Usually, mosaiq would receive the cbct, structure set and sro files in order from the machine and successfully create a CT record for the session. In some instances, these files can be sent back in a different order from the machine due to the latency of the network or to a delay in creating/sending from the machine. In these instances, most of the time with the data received, mosaiq would resolve and successfully create a CT record. However, sometimes mosaiq would not be able to resolve and fails to create a CT record. All treatment fields were delivered and recorded correctly and based on available information there was no patient mistreatment.